Manufacturer narrative:
The field service engineer determined the sample probe was mis-adjusted at the sampling position. The probe was cleaned, inspected, and adjusted to the proper position. The customer ran controls and all values were within the customer's specifications. Patient samples tested on the day of the event were repeated and all results were as expected. The customer ran controls again and these were within the customer's specifications. There were no alarms on the last calibration performed on (B)(6) 2019. Calibration signals were as expected for the first calibrator level, but lower than expected for the second calibrator level. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The sample centrifugation time was too long. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a total psa value of 0.040 ng/ml and this value was reported outside of the laboratory. The sample was repeated twice, resulting with values of 5.49 ng/ml accompanied by a data flag and 5.57 ng/ml accompanied by a data flag. The repeat value was believed to be correct. The total psa reagent lot number was 381510, with an expiration date of 30-apr-2020.